Event description:
Pt in labor in knee/chest position and bottom half of bed fell onto floor along with pt. Pt was moved to another bed and baby was successfully delivered. Baby required resuscitation due to cord issue - not related to bed issue. Unsure of cause of the event.